Event description:
It was reported that the tubing broke at the reservoir and blood backed up during use. The customer indicated that the specific model number involved in the reported event is unk. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.